Event description:
It was reported that the pt is no longer able to hear. Extensive troubleshooting was carried out, but the pt still had no access to sound. Testing was carried out which showed that all the electrode channels had increased impedances. The pt's mother reports that he has not been able to hear for months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.